Manufacturer narrative:
Conclusion: the investigation showed massive damage to the active electrode, probably due to an accident. There is however no mention of such an event in the patient report. This is a final report.

Event description:
The parents of the patient noticed that over the past few days the patient has not been reacting to sound. It is as though she is no longer able to hear. Testing showed that 10 of the electrodes showed high impedance.